Event description:
The product was returned as an implant failure because of osseointegration failure. Based on the report, the pt had good oral hygiene and moderate bone condition. A traditional 2 stage surgery was done. The fixture was placed in tooth location #4.4. The implant was removed because of infection and pt health habits. Pt had a medical history of tobacco use.

Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within specification. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about 95%. Pt had a reported medical condition of tobacco use which is a known risk factors for osseointegration failure. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.